Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional ablation for ventricular tachycardia procedure using a 7.5f sheath. Reportedly, after the foot was deployed and suture was placed, the lever was returned to its original position; however, the foot plate did not fully retract. The device got stuck when trying to remove it and it could not be removed. The vessel was incised in order to remove the device surgically. General anesthesia was applied. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional ablation for ventricular tachycardia procedure using a 7.5f sheath. Reportedly, after the foot was deployed and suture was placed, the lever was returned to its original position; however, the foot plate did not fully retract. The device got stuck when trying to remove it and it could not be removed. The vessel was incised in order to remove the device surgically. General anesthesia was applied. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.